Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection downstream occlusion (dso) seal is delaminated and the dso seal is lifting on one side. Events history log was reviewed where the error code was found. The reported event is confirmed, and the probable cause is due to the mainboard. Replaced dso seal. Performed uso/dso calibration. Performance verification testing was done. Updated software. Unit passed all testing criteria. Unit reset to standard configuration.

Event description:
It was reported that during testing the pump had an error code. There was no patient involvement, and no patient harm / adverse event reported.